Manufacturer narrative:
Medivators field service engineer inspected unit and scope hook-ups. The fse also verified unit programs were correct and performing properly. Found no operational issue with unit. Possible cause of reaction may be due to patient sensitivity of cidex opa. It is unknown if the patient sought medical attention. Minntech contacted the facility for additional information twice, with no response. Any additional information, minntech will review upon receipt.

Event description:
Customer reports patient reaction to cidex opa- sore throat, red and swollen uvula.